Event description:
On (B) (6) 2010, patient reported having repeated e4 (occlusion) error since (B) (6) 2009. Patient stated the occlusion is occurring in the infusion tubing. Had a patient disconnect at the infusion site and prime the infusion tubing; infusion device gave an e4 (occlusion) error. Had patient disconnect the infusion tubing and prime through the tip of the insulin cartridge; insulin did emerge and no errors were received. Advised patient to attach a new infusion tubing. Patient was able to prime the tubing successfully. Patient stated her blood glucose readings have been elevated. Patient reported her reading on (B) (6) 2010 was 568 mg/dl and her reading on (B) (6) 2010 was around 410 mg/dl. Patient's normal blood glucose is around 147 mg/dl. Advised to use partially filled insulin cartridges. Advised to keep the infusion device away from her body at night to minimize body heat exposure. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.